Manufacturer narrative:
Returned device was received in poor physical condition. The tank cover was cracked, the power switch was damaged, there was wear and tear from the damaged line cord, enclosure, and front cover. The pcb and power switch outdated. During the evaluation of the device, the connection between the power switch and pcb is damaged causing intermittent power. The normal wear and tear of the power switch caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's alarm button was not working. There were no reported adverse events.